Manufacturer narrative:
(B) (4).

Event description:
It was reported that while communicating with a surgeon, the surgeon mentioned that, recently they have noticed when the pouch is used to remove the prostate during their robotic prostatectomy procedures, the pouch breaks easily. No product was saved for analysis. No patient impact.

Event description:
Per the clinic, the patient¿s mother reported the patient was not responding to sound. The results of an integrity test (B) (6), 2009 indicated a malfunction of the receiver/stimulator. Re mapping was suggested, but did not alleviate the issues. Explant and reimplantation is planned, but had not taken place at the time of this report january 26, 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6) 2010, during the same surgery, the patient was re-implanted with another device.(B) (4)